Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power up. Heavy corrosion was found on the auxiliary pca board, which shorted the 12v lines. The root cause of the corrosion could not be positively identified but was likely liquid ingress. No adverse event resulted from the corroded auxiliary pca board. The patient received a replacement monitor.

Event description:
A (B)(6) old female patient called zoll customer support to report that her device was gonging and then would not power up. The patient was issued a replacement monitor.